Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, swelling, difficulty ambulating, and elevated levels of cobalt chromium.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-25438. 1818910-2013-12398, will be rejected. 1818910-2011-25438, will be kept for investigation purposes.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.